Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asetf081 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "last night, the connections started allowing backflow of blood with chemo in a room, which then started leaking out of the hub. All connections were connected and secure. We did not re-access with the same needle type but used a regular needle on the powerpoint, accepting the limitations for contrast." "Picu is looking into a potential for cracked tubing yesterday on hb."